Event description:
During a transurethral resection of a bladder tumor under anesthesia, 3 small pieces of plastic were discovered under magnification, by the surgeon on the floor of the bladder. These were irrigated out without injury or incident to the patient. Upon examination of the irrigation system, it was discovered that the b. Braun irrigation container spike adapter n2150 lot # 060931127 had a break in the spiking surface which was connected to the irrigation tubing. Dates of use: (B)(4) 2010. Diagnosis or reason for use: surgery. Event abated after use stopped or dose reduced: yes.